Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user did not see drops at 100 units and observed insulin on the outside of the tubing, with the pump chamber wet and containing insulin; the cartridge was subsequently identified as cracked at the bottom with a rough chipped area, and the user reported the cartridge had been dropped before insertion. Symptoms included no adverse clinical effects, with blood glucose reported at 156 mg/dl. Outcomes included no injury, no medical intervention, and continued use after replacing all supplies and restarting the change process. Investigation included guided troubleshooting by instructing the user to remove the cartridge, dry the chamber, and replace with new supplies. Investigation of this case revealed that external leakage originated from a physically damaged cartridge consistent with user-induced damage following a drop, with insulin pooling in the cartridge chamber and no device alarm reported. It was concluded, based on previously established findings for similar reports, that the cause was use error resulting in mechanical damage to the cartridge leading to leakage.